Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy a2: age & date of birth: requested, not provided due to hospital policy a3a: sex: requested, not provided due to hospital policy a4: weight: requested, not provided due to hospital policy a5: ethnicity: not provided due to hospital policy a6: race: not provided due to hospital policy d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: interventional radiologist the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that when assembling the arteriotomy locator with the sheath, it was discovered that the marriage between the locator and the sheath was incomplete. Customer stated that there was "no click" felt. While attempting to introduce the arteriotomy locator and sheath assembly into the patient vessel the locator became dislodged and continued to dislodge upon several attempts. A second angio-seal was opened and used without any complications. No blood loss was reported. The type of procedure performed was a vessel embolization. The reported event did not result in patient injury and/or require medical or surgical intervention.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 french angio seal device was returned for evaluation. The returned device included the carrier tube, guide wire, hemostasis sheath, header bag and arteriotomy locator. The device was visually inspected and found to have been in unused condition. Sheath and locator assembly were returned fully mated. No damage or deformities were identified with the components. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were able to be connected but the sheath and locator assembly disconnects when minimal external force is applied. Sheath and locator mold cavities were inspected and are as follows: hemostasis sheath - 46, arteriotomy locator - d1. The complaint can be confirmed for a sheath and locator connection issue because the returned sample does not stay connected when the sheath and locator are mated. The exact root cause was unable to be determined. The likely root cause is the connection between the sheath and locator deformed, preventing the components from mating. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).